Event description:
A low readings issue with the adc device was reported. Customer received unspecified lower meter results compared to unspecified blood glucose readings obtained on an hcp meter. As a result, the customer experienced vomiting and was taken to the hospital where they received unspecified treatment by a healthcare professional. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned meter and no issues were observed. Control solution testing has been performed and all results were within range specification. No malfunction or product deficiency was identified. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strips, no trends were identified that would indicate any product related issues. Dhrs(device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release if partial product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the adc device was reported. Customer received unspecified lower meter results compared to unspecified blood glucose readings obtained on an hcp meter. As a result, the customer experienced vomiting and was taken to the hospital where they received unspecified treatment by a healthcare professional. No further treatment was reported. There was no report of death or permanent impairment associated with this event.